Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap gastric bypass procedure, the device would not toggle. The tech could not reload new suture units or unload suture reload that was used by surgeon. The needle from the reload fell into the patient cavity but was retrieved from the patient. To correct this condition, another device was opened.